Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "complete preclosure cleaning and removal of bone cement debris, metallic debris, and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces." Examination of returned device found no evidence of product non-conformance and confirmed reported condition. A conclusive root cause of the event could not be determined. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01476 / 02335).

Event description:
During a procedure as the locking bar was being inserted, part of the polyethylene tibial bearing sheered off and the locking bar would not lock into place. A second locking bar and polyethylene bearing locked into place successfully, but a piece of polyethylene sheered off again and remained attached to the locking bar. The procedure was completed without removing the piece of sheered polyethylene.